Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that a pyxis medstation es system had a drawer failure. A field service engineer replaced the controller card, drawer rails, and solenoid to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure prevented user from dispensing medication and caused delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the frame of drawer causing drawer to stick. A field service engineer replaced the drawer to resolve. The system was functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure prevented user from dispensing medication and caused delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section e1- corrected reporter name and address.